Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that two weeks after the catheter was indwelled, a leak was observed from the juncture hub while in the hospital ward. As a result, the catheter was removed but it is unknown why it was not replaced. There was no reported delay, death or complications to the patient. Additional information received on (B)(6) 2011, from (B)(6) indicated another catheter was reinserted successfully following the difficulty with the first catheter.